Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt's leads were explanted due to infection. The pt was prescribed oral antibiotics. The pt is doing well.